Event description:
It was reported that (1) device was used during a prostatectomy. It was reported by the affiliate that the 511sd system lock/unlock of the obturator did not work properly. Another device was used to complete the case. There was no consequence to the pt.